Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they did not meet with the physician. Rep changed settings. The issue did not resolve. Still in pain. Device seems to not be working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impl anted with an implantable neurostimulator (ins). The caller (manufacturer representative) reports patient's daughter indicated patient stopped describing back of leg tingling sensation sometime in (B)(6) 2020. Caller reports patient did not have a fall, but patient does do repetitive bending over multiples times throughout the day. Caller reports before (B)(6) 2020, patient felt stimulation at 4.9ma. Caller reports she has increased to 7.5ma and patient is not feeling any stimulation. Caller reports electrode impedance checked. Reference 1 left lead: >10k ohms right lead: ranging between 663-980 ohms.  Rechecked impedance with reference 1:  5: 6941 ohms  2nd electrode impedance re-check: electrode 12,13,14 are all >10k ohms.  Caller reports patient is using electrode 9,10,11,12. Suggest patient bend over and touches her toes and re-check impedance:  reference 9:  8: 651 ohms 10: 607 ohms 11: 718 ohms 12:685 ohms 13: 667 ohms 14: 742 ohms 15: 739 ohms reference 10 8: 700 ohms 9: 607 ohms 11: 687 ohms 12: 680 ohms 13: 669 ohms 14: 742 ohms 15: 742 ohms left >10k ohms recheck impedance with patient in a sitting position: reference 9 8: 694 ohms 10: 609 ohms 11: 732 ohms 12: 706 ohms 13: 687 ohms 14: 703 ohms 15: 783 ohms 6: 1077 ohms reference 10 8: 725 ohms 9: 609 ohms 11: 684 ohms 12: 684 ohms 13: 666 ohms 14: 684 ohms 15: 750 ohms 6: 1342 ohms reviewed impedance. Suggest reprogramming: using electrode 9/8: patient felt no stimulation increased to 7.7ma. Caller reports before calling to ts, caller reports was using electrode 10/12; caller reports patient felt something, around the knee area. Using electrode 10-12+ , patient felt some stimulation at 8.3ma behind the leg / knee area. Using electrode 9/11: patient felt some stimulation at her toes at 5.1ma. Caller reports per patient's daughter, patient's pain has slightly increased since november 2020, about 20% then before. Caller reports since (B)(6) 2020, patient stopped reporting the tingling sensation to the patient's daughter. During the reprogramming, caller observed some jerking, caller reports she turned stimulation off and patient continues with jerking sensation. Caller reports not correlated to device. Redirect caller to patient's hcp. Multiple impedance and multiple reprogramming done. See above for troubleshooting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Suggest xray.